Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery with percutaneous pedicle screw (and then, changed to open) at unknown location was performed due to diffuse idiopathic skeletal hyperostosis (dish) on (B)(6) 2019. During the surgery, it was reported that the screw (presumptive p/n is 186770135, 186760140 or 186750140, and lot number was unknown) was entered spinal canal and spinal cord injury occurred. Then, surgeon recognized that the patient¿s got paralysis at unknown location. The surgeon commented that the patient¿s bone quality was poor, and it was not normal bone formation due to the scoliosis and rotation. The re-surgery was planned to be performed on (B)(6) 2019, however, it was postponed because the patient is old and the condition is not good. The surgeon has been considering about future treatment. The patient is female and (B)(6) years old. There was more than 30min. Surgical delay. No further information was provided by the hospital.